Event description:
This case involves a 50 year old female who had undergone a mastectomy in october of 1991 for breast cancer. Our records do not indicate when the breast implant was placed. On 12/24/92, she first noticed swelling of her right upper extremity. The swelling quickly progrseesd and involved the entire right arm. She was evaluated and admitted onn 12/28/92. The implant was surgically remove on 12/31/92 and the patient's cellulitis improved. She was discharged on 1/6/93invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.